Manufacturer narrative:
B2 required intervention g3 date corrected h6 added code to type of investigation.

Manufacturer narrative:
A review of recently manufactured batches was conducted and no anomalies were found to indicate the reported issue. As no sample or batch number has been received, we have been unable to investigate the specific batch for this issue. The detachment may have occurred due to the surgeon or scrub nurse not securely attaching the two device components and when there is no check that the devices are securely attached prior to use. Based on the mechanical properties of the device (m2273a), it is not possible for the cannula to have fully detached if securely attached. Had damage or defect to the cannula or syringe been observed, this may have been an indication, but the information provided is insufficient to draw this conclusion. It should be noted there are no other failures of this nature reported for this device. The device was discarded and was not returned for evaluation. Therefore, we are unable to determine the root cause. A CAPA is currently in place to further investigate this issue. This investigation is complete.

Event description:
A facility in the (B)(6) reported that the 27g rycroft cannula separated from a 2ml luer-lock syringe during intracameral infusion of 2% lignocaine at the beginning of a cataract procedure. Intraocular damage occurred. The patient underwent vitrectomy for a dropped nucleus and is currently awaiting implantation of a secondary iol implant.

Manufacturer narrative:
Per the reporter the products in question have been disposed of and will not be returned for investigation. The exact product number is unknown, the reporter stated it could potentially be m2273a or m2279. The investigation is ongoing.